Event description:
It was reported that the lightcables had issues when connected to the lightsources. It was further reported that lightsources would go to standby on an intermittent basis.

Manufacturer narrative:
Additional information will be provided once the investigation is completed. Two other x8000 lightsources were also implicated in the event. One of the lightsources had the following serial number: (B)(4). The serial number of the other lightsource is unknown.